Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. No changes were identified that may impact the product/process related to reported condition during a period of six months prior to manufacturing date. A palindrome catheter was received inside a generic plastic that presented signs of use (rests of blood). Visual inspection was performed and a hole was found on the arterial extension. Additionally, the catheter was received cut in two parts. Sample was submitted to underwater test, bubbles were detected coming out of the extension, from the lumen which corresponds to the arterial extension. The lumen related to the venous extension did not show bubbles during the test. As per the instructions for use, the customer has to perform a visual inspection before using the device. Do not use the catheter if it is crushed, cracked, cut or otherwise damaged. Clamping the catheter repeatedly in the same spot could weaken the tubing. Exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, cuts, etc., which could impair its performance. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that product was manufactured according to specifications and the device functioned as intended for the reported amount of time. Moreover, 100% devices are inspected for leaks or cuts in the extensions per procedures; therefore the most probable root cause can be considered as misuse; this defect was more likely damaged during use caused by improper use of sharp objects, repeated clamping or other similar damage. The evidence provided is enough to discard the manufacturing process as a potential cause. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Manufacturing performs 100% leak testing and a 100% visual inspection at the final stage of production, which would identify this issue in the catheter assembly. No additional actions are required. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that the body of the catheter was found cracked during hemodialysis. The catheter was first implanted on (B)(6) 2015. The patient was involved with no injury. The catheter was pulled and replaced on (B)(6) 2015. Entoiodine was used to clean the catheter. The patient is in good condition.